Event description:
On (B)(6) 2016, patient abdomen distended. A 6.5 french kangaroo feeding tube at 14 cm. Rn pulled og out to find tip severed, missing, and defective. Tip of og was pointed with a sharp angle. No patient harm.